Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8106292. Our records show that this is the only instance of foreign matter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted was reviewed by our quality engineers, who determined that the identity of the foreign matter was fiber from the clothing of one of our operators. To prevent a reoccurrence of this event our facility has begun implementing one-piece clean room protective equipment, and will be discarding the split-style in use at the time of the production of this lot.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced foreign matter contamination. The following information was provided by the initial reporter: event date: (B)(6) 2019. It's noticed that there was hairy matter on the needle tip afer the needle cover was removed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced foreign matter contamination. The following information was provided by the initial reporter: event date: (B)(6) 2019. It's noticed that there was hairy matter on the needle tip afer the needle cover was removed.